Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021 with blood glucose level was 26.1 mmol\l. Customer experienced symptoms such as vomiting, headache, feeling sick and weak. The customer current blood glucose level was 11.7 mmol/l. The customer was declined to troubleshooting for insulin flow block alarm. The customer was treated with manual injections and she ended up in the emergency room for 6 hours. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not used to auto mode feature at the time of event. Customer did not alleging insulin pump was under delivering. The device will not be returned for analysis.